Event description:
The reporter stated, that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm and the lens tore. The surgeon enlarged the incision to remove the lens and a back up lens was implanted and no suture was used. The reporter stated, that the lens was torn due to a loading error.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.